Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 a CT of the abdomen without IV contrast revealed the apex of the filter was tilted to the left side at approximately 17.9 degrees. The apex was touching the ivc wall which was also concerning for partial perforation.